Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the right atrial (ra) lead was noted to exhibit high out of range pacing impedance and noise oversensing. During the lead revision procedure, the physician noted that the header of the pacemaker was defective and exhibit high pacing impedance when a new lead was connected. The pacemaker was explanted while the ra lead was capped, and both were replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of header anomaly and high pacing impedance could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Cautery marks were noted on pacer. Electrical and mechanical analysis performed, including impedance test at different loads indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.